Event description:
The customer reported the x-ray tube was down. The system lost functionality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.